Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an occlusion (occlusion issue) issue. The reporter stated that the pump suspended insulin delivery twice and the pump had to be primed again. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an occlusion issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/17/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box showed that the data from the day of the complaint had been overwritten due to continued use of the pump. The available black box data history show no evidence of any occlusion alarms. The ez-prime steps were performed successfully with no occlusions occurring. The pump was detecting the correct force. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.